Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies found. It was noted that the returned device had foreign material in the connector, a damaged grommet, and a missing set screw.

Event description:
It was reported that during implant the right ventricular (rv) setscrew on the cardiac resynchronization therapy defibrillator (crt-d) would not deploy. A replacement (crtd) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.